Event description:
Clinical research reported on behalf of the customer that an adverse event had occurred during a clinical study. She reported that a mobilization was performed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown knee. An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): remains implanted.

Event description:
Clinical research reported on behalf of the customer that an adverse event had occurred during a (B)(4) study. She reported that a mobilization was performed.

Manufacturer narrative:
An event regarding arthrofibrosis causing poor range of motion involving a triathlon femoral component was reported. A review of medical records performed by a consulting clinician concluded the stiffness problem is procedure-related and has no specific device related aspects. Furthermore, the device remains implanted in the patient. Based on the information provided, there is no evidence to suggest that the reported triathlon femoral component contributed to the event and is therefore considered to be concomitant. No further investigation for this event is possible at this time. If devices and / or additional information become available and further investigation is warranted, this investigation will be reopened.